Event description:
Reportedly, after the instrument was fired on the tissue with a gore seamgurard, an incomplete staple line on one side of the knife blade resulted. Therefore, the or time was increased by two hours for the surgeon to manually close the excluded stomach to control the bleeding and complete the anastomosis. Procedure: gastric bypass. Pt status: unk.